Manufacturer narrative:
An event regarding infection involving an unknown duracon insert was reported. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Not returned to the manufacturer.

Event description:
I was contacted by the hospital to send instruments and implants for a poly swap case took place without notification to us so no stryker rep was present. Hospital contact informed me that the poly was exchanged due to infection. Knee was washed out and a large duracon 11mm cs insert was implanted.